Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon rupture was cause by bulky calcified annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, at the end of valve inflation, the balloon ruptured in a vertical line along the side of the balloon. The valve deployment was not affected. It was well positioned and with trivial pvl. There was no complication to the patient. The supravalvular annular complex, annulus, and lvot were heavily calcified with "spiculated protrusions." A bav was performed without issues. The inflation volume was at 33 ml for the 29 mm valve. The delivery system exited the e-sheath without resistance. Per the CT scan, there was a calcium spicule that was in the region of the stj just proximal to the sov that may have been the cause. In review of the replay of the angio images for the valve deployment it appeared that the balloon ruptured from the aortic side.